Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2018-jul-10. It was reported that the patient being ¿married to her recharger¿ was a procedural issue due to the device being implanted too deep which led to the patient charging the ins for hours and only getting to a quarter charge. The rep then noted that the patient did use her ins daily and was delivering therapy which started the charging process all over again. Regarding the stimulation not working the same way issue, the rep reported that this was in reference to the explant of the percutaneous leads and the implantation of the surgical lead; the patient felt that stimulating the targeted area was not possible without stimulating unwanted areas. The patient was satisfied with the programming that she had and their healthcare professional (hcp) was planning to speak with them about revision of the pocket or replacement. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a representative (rep), a consumer, and a healthcare professional (hcp) regarding a patient who was implanted with a neurostimulator (ins) for failed back surgery syndrome, chronic low back pain, lumbar radiculopathy, and spinal pain. It was reported that since the patient had a paddle lead implanted, the stimulation had not worked the way it use to. The caller mentioned that previously, and even during the trial, the patient was able to be off their pain medication, but now even with the ins they were having to take morphine orally. The caller reported that the patient was ¿married¿ to their ins recharger (insr) all day, every day. The patient and the physician believed that the ins was too deep and the patient could only get three bars if they were lucky and could not get anything beyond that. The patient had indicated that the ins was always depleted, but from what the caller understood, it appeared the patient has not had any overdischarges. No further complications were reported. Follow up was conducted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.